Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were having some challenges with their therapy. Patient stated they have an 'impedance charge' so they charge their implant every 2-3 days, but the pain has started to come back. Patient stated when they open the recharger app to charge, it says therapy is off. Patient stated they thought the stimulation was turning off on its own. Patient said the last time they charged the implant was 2 am today, and it said therapy was off. Patient stated that the implant was at 20% and then it must have gone to 0% because patient thought that when the implant hits 0%, therapy would turn off because it doesn't have any power. Agent reviewed this is correct. Patient mentioned the pain was coming back and wasn't good. Agent reviewed how to turn therapy back on using the recharger and therapy application. Patient turned communicator on and confirmed green light. Patient was able to successfully connect to implant using mystim application and turn therapy on. Patient stated the stimulation was strong at first, so agent walked patient through how to decrease intensity in group a if need be. The troubleshooting steps that were taken on the call resolved the issue. The patient was redirected to their healthcare provider to further address the issue if stimulation was turning off on its own even if implant was charged. Agent reviewed role of rep agent walked patient through how to use communicator to get into mystim application, and how to toggle stimulation off and on.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported the alignment of the charger is very sensitive. It ranges from "no signal" to excellent. The patient reported the discharge rate is not early calculated. Initially patient need to charge every other day (45 min to an hour). Patient reported the alignment without belt resolved issue.